Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a multiple cartridge alarms (cartridge alarm 1 - no pressure change when expected) occured with multiple cartridges. Blood glucose was 115 mg/dl. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.